Event description:
Micropuncture introducer set used during a endovascular aortic aneurysm repair. The bilateral groin sheaths were removed and the perclose sutures were tied down successfully on the right. Hemostasis was achieved on the right. On the left, the closure devices were successful but there was some mild residual oozing along with the fractured inner dilator the decision was made to slightly extend the groin access site incision after local was instilled. Sharp and blunt dissections were carried out to the femoral artery. 2 figure-of-eight repair stitches were required with 6-0 prolene. The area was investigated for the inner dilator piece of the micropuncture sheath without identification of the foreign body. At that point hemostasis was achieved with temporary placement of surgicel and ultimately closure of the groin incision with multilayer's of 2-0 and 3-0 vicryl followed by vertical mattress interrupted nylon on the skin. Dermabond was placed on the right groin access site after a simple subdermal 3-0 vicryl stitch was placed x 2. The patient continued to have palpable bilateral pt pulses unchanged from the pre-operative exam. Sterile dressing were applied on the left. The patient was awakened. The patient tolerated the procedure well with no identifiable complications and was transferred to the recovery unit in satisfactory condition. X-ray confirmed the fracture micropuncture inner dilator was not in the groin region. The left leg angiogram did not identify the foreign body. CT a scan of the abdomen and left lower extremity to better identify if in fact the micropuncture foreign body sheath is retained.cta + left pop arterial fb- discussed with pt who agrees to pop exploration and fb removal. Pt will have general anesthesia. Will go to or.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.